Event description:
Device was returned for service for an unknown reason. During service, technician found that the attachment was blocked and spinning outside the centre. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the adaptor is spinning outside the centre as the connection part is damaged because it suffered some kind of impact, creating the deformity of the part. The adaptor presents resistance when opening and closing as the teeth are broken, possibly due to the impact suffered. A replacement was sent to the customer on (B)(4) 2013. (B)(4). Placeholder.